Event description:
It was reported that during the replacement procedure, the rv/svc coil impedance were within normal values and the left ventricular (lv) lead impedance remained stable, however, soon after the procedure, the rv lead defibrillation/svc coil impedance spiked.  It was noted that the right ventricular (rv) lead defibrillation and superior vena cava (svc) impedance measurement exhibited a fluctuating to consistently high and undefined impedance measurements. Isometric maneuvers/pocket manipulations were performed, and no suspicious noise was detected. An x-ray was performed while the patient was on the table inside the implant lab, and it was observed to be normal. The physician ruled out air/blood inside the header and per the account ¿all pins were all the way through¿. Approximately three days post replacement procedure, the lv lead polarities involving rv ring exhibited high and undefined impedance measurements. It was noted that the rv lead tip to ring impedance was stable but the tip to coil pacing impedance had increased to high and undefined impedance measurements.  It was also noted that the high impedance values are consistent with an open circuit. Reprogramming was done to turn off ventricular fibrillation (vf) and ventricular tachycardia (vt) therapies and changing the lv lead polarities. A new x-ray was requested to check if the lead was still properly placed in the header, but the x-ray was inconclusive. Both le ads remain in use and the patient was booked for a revision.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd; implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the revision procedure, it was determined that the rv lead was loose in the cardiac resynchronization therapy defibrillator (crt-d) port. Reconnecting the lead to the device port was attempted, but the lead continued to be loose in the header. The crt-d was explanted and replaced. It was determined that there were no lead issues because the leads exhibited normal values when connected to the replacement device.